Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2019 with the following findings: during investigation, the data from the date of the black bot was no longer available due to continued use of the pump. The black box contained dates from (B)(6)2019 to (B)(6)2019 and did not support any evidence of power loss. There was no power loss duplicated during investigation. The cover was removed and there was no internal power related defects found. The battery cap contacts were found to be within specification. Unrelated to the original complaint, the battery compartment was observed to be cracked but the cap was able to secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue that began (B)(6) 2019. The reporter denied damage to the pump and battery cap. The reporter denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.